Event description:
Withdrawing the excess stylette from the et tube through the stylette end cap, causes the plastic coating to be torn from the stylette by the end cap gripping mechanism. Bits of this torn plastic coating could possibly be aspirated by the pt. Also, the end cap, once inserted into the et tube, is much to difficult to remove.